Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed that a portion of the tip was detached from the device. Confirmation was received from the facility that the detached portion of the tip does not remain in the patient. Further examination of the returned section of the tip revealed that it was slightly flared. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. Access was obtained through the femoral artery. The 70% stenosed target lesion was located in the eccentric, mildly tortuous and moderately calcified left circumflex. The lesion was predilated with a 2.5x9mm maverick balloon. Next, a 3.5x12mm promus element stent delivery system (sds) was advanced but failed to cross the lesion. The procedure was completed with a non-bsc bare metal stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the tip detached. This product is only ous approved but it is similar to an approved us device.